Manufacturer narrative:
We could not verify any device malfunction as the product was not returned for analysis. The device was retained and is still currently in use. Although the device was not returned for analysis, info rec'd from the account indicated that the ablation setup included a bloom stimulator and a ge prucka recording system. A previous bsc engineering study found that certain combinations of stimulators and recording systems are susceptible to the creation of dc voltages across a pacing-routed pair of electrodes during rf delivery, which can result in the occurrence of unintended cardiac stimulation. The hazard to the pt is the possibility of inducing a cardiac arrhythmia such as atrial fibrillation, bradycardia, or ventricular tachycardia which may terminate spontaneously. The results from the engineering study were previously communicated in a customer letter to all boston scientific ep customers. Device history review was conducted, and there were no prior svc records or similar complaints found for this device. Previous investigations have concluded that it is unlikely that a bsc device caused the injury. No add'l escalation or actions are required. Related to MDR 2953184-2008-00037.

Event description:
During an ablation procedure when rf was applied, the pt would go into afib which started when rf energy was applied, and self terminated when rf was turned off. The procedure was successfully completed without complications, and no injury to the pt.